Event description:
This report does not describe an actual medication error that occurred, but outlines the details of an at risk situation. With the increasing number of covid-19 positive patients being admitted to our hospital, we are now finding it necessary to rent additional alaris smart infusion pumps. This is not the first time during the covid-19 pandemic that we have had to rent these smart pumps. The arrival of the pumps during a previous surge brought along with them the potential for medication errors. It was discovered during a pharmacisvnursing interaction while the pharmacist was assisting the nurse in programming a pump, the drug library was not ours. The pump had been rented and contained the drug library from the previous hospital. This meant that any of the medications that were being infused by the smart pumps were running without the ability to utilize the safety guardrail settings. As recommended by (B)(6), building a site-specific drug library allows institutions to set upper and lower "soft" and "hard" limits for infusion parameters such as medication doses, infusion rates, and patient weights. These guardrails help to avoid dosing errors that can happen at the time of infusion programming. With covid-19 continuing to impact health systems across the country, there is a need to provide education and guidance on how to ensure borrowed equipment, including smart infusion pumps, are integrated safely into workflow. In summary, the safety risk surrounding renting smart pumps is twofold. The first is the lack of knowledge of rented pumps due to communication issues. When the necessary departments are not notified of the need to rent pumps, mitigation strategies cannot be put in place. The second is rented pumps being used on our nursing units without the institution-specific guardrails, which poses the risk for dosing errors during infusion programming. Inadequate safeguards improperly used (i.e., pump, device) wrong rate of administration IV/enteral communication, poor/lacking (nonspecific) formulary. (B)(6). Submission ID: (B)(4).